Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative was unable to replicate the reported issue. On (B)(6) 2017, the representative returned to the site and the system was used without fault. The representative continued to monitor the imaging system. While on-site on (B)(6) 2017, the reported issue occurred again. The representative then replaced the viewing station of the imaging system computer to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect computer was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. Testing suspected that the reported issue could be linked to ethernet captures. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that the imaging system was unable to connect to two navigation systems on-site. The reported issue occurred during a spinal fusion. The site elected to continue the procedure without medtronic imaging and navigation. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: the mobile view station (mvs) computer for the imaging system had to be replaced a second time by the medtronic representative as the first replacement was bad at install. As reported previously, issue resolved with part replacement.